Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00457 to provide additional information based on the evaluation of the device. Lot # was corrected. The device manufacturer date was identified and filled in. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated on april 25, 2017. The operating wire with 635mm length from the root of the guide tip and the operating wire with 740mm cut by a tool were returned to omsc. The operating wire and the pipe on the proximal side were not returned. The basket wire was deformed. A part of the strands of the basket wire came apart and broken. The coil sheath was buckled near v marking. The outer diameter of the basket wire and the operating wires were found no irregularities. The manufacturing record was reviewed and found no irregularities on the following items. Outer diameter of the basket wire, deformation of the basket wire, outer diameter of the operating wire, overflown length of the brazing filler at the brazed part, outer diameter of the brazing part, outer appearance of the brazing part. Based on the similar cases in the past, it is likely that the operating wire was broken since the excess load for the crushing calculus was applied due to hardness, shape or size of the calculus. The deformation and breakage were caused by load to crush the calculus the instruction manual of the device has already warned as follows; warnings: this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g.basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a lithotripsy, the doctor tried to crush a calculus in the bile duct with the subject device, but the wires broke and did not work. The doctor cut the wires, and the broken wires were retrieved from the patient. The doctor used a balloon and completed the procedure. There was no patient injury reported.